Event description:
A physician reported that during implantation of an intraocular lens (iol) the cartridge coating came out into the patient's eye when implanting the lens and was adhered to the back of the optic. It was removed by irrigation/aspiration. The procedure was completed without product replacement. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received.

Manufacturer narrative:
A video was provided. The cataract removal was shown. The cartridge and lens preparation are not shown. The cartridge tip comes into view at the bottom of the screen and is inserted into the incision. The lens is slightly behind the parting line. Both haptics appear tucked in the optic fold. The lens is rapidly advanced into the eye. After the lens unfolded and was positioned a linear material was observed on the posterior surface of the lens. The material was removed with the irrigation/aspiration(I/a) tip. A qualified lens and handpiece were indicated with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A linear material was observed on the posterior surface of the optic in the provided video. The material was removed with the I/a tip. The lens remained implanted. The nature and origin of the material cannot be determined from the video. Anon-qualified viscoelastic was indicated. Per the IFU(instructions for use): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).